Event description:
It was reported that during a low anterior resection procedure, the clips dropped off at second firing. Another device was used to complete the case. There were no adverse consequences to the patient. Device will not be returned.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.